Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusions alarms occurred. Customers blood glucose (bg) was 587 mg/dl with high ketones. Elevated bg was addressed by changing the pump supplies and delivering a correction bolus via the pump. The customer was admitted to emergency room on (B)(6) 2021. Customer received intravenous insulin. Multiple attempts were made to follow up with the customer, however, no response was received. Reportedly the customer is using the infusion set for more than 2 days. Tandem technical supported informed the customer that using the infusion set for more than 2 days is off label per the tandem user guide.